Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA to report she had communication issues with the onetouch ultralink meter. The communication issue began on (B)(6) 2013. On (B)(6) 2013, the patient had her insulin regimen adjusting per her doctor. One week after the onset of the communication, the patient reportedly had some unexplained symptoms of ¿shaky and sweat.¿ the communication issue was resolved with training. This complaint is being reported due to unexplained symptoms suggestive of hypoglycemia while the patient was using the onetouch ultralink meter to manage her diabetes. Lifescan could not rule out use error and intentional misuse as a contributor of the reported event. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (11/21/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.